Event description:
It was reported that review of a latitude alert by a boston scientific remote clinical specialist revealed both anti-tachycardia pacing (atp) therapy and ventricular shock therapy were delivered by the patient's implantable cardioverter defibrillator (ICD) to convert an arrhythmia. It was noted the therapy may have been inappropriately delivered for an atrial-driven tachyarrhythmia. The arrhythmia was detected in the ventricular fibrillation (vf) zone, rate 203 beats per minute (bpm). Quick convert atp was unsuccessful. Single 41j shock successfully terminated the arrhythmia. Lead measurements were satisfactory. Further review was recommended. Besides the possibly inappropriate therapy, no other adverse patient effects were reported, and this product remains in service.

Manufacturer narrative:
This product remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.